Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a followup report will be submitted. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The patient suffered a pneumothorax post superdimension procedure which was confirmed by post-op chest x-ray. The patient was asymptomatic and did not require hospitalization. A follow-up chest x-ray showed full resolution. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.